Event description:
A report was received that an opthalmologist reported a pt experienced redness and severe apin, od. Associated with use of a private label brand of solo care soft lens care solution for care of focus monthly visiting contact lenses. A deep, centrally located, pyocianic corneal ulcer was reported, involving a 5 day hospitalization with probable corneal transplant noted. Permanent scarring noted. A culture was performed by the hospital, rsults unknown. Prior visual acuity reported as 10/10 p2, after 1/10 p8, od. Treatment consisted of vancomycine, ciloxan, desomedine forton, atropine tanavis.